Manufacturer narrative:
Date of event: date of event was approximated to 05/01/2024 based on the date the manufacturer became aware of the event. Imdrf device code a15 captures the reportable event of clip did not come off the catheter. Investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Additionally, it was found that the clip was partially closed, and the clip assembly bottom part was deformed. No other problems with the device were noted. The reported event of clip unable to release from catheter was confirmed. It is possible that during the procedure the connection between the bushing and the capsule broke, causing the clip capsule to got stuck into the bushing. Additionally, it is most likely that the physician tried to tear off a big amount of tissue and this action can cause a deformation in the distal section of the clip arm affecting the capability of the clip jaws to close correctly. Consequently, this provokes a soft deployment during the operational procedure, and a factor such as hitting the bushing against the scope, and/or the physician technique, could have caused the found problem of clip assembly stuck into the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an unknown procedure performed on an unknown date. During the procedure, the handle was closed, and a click was heard; however, the clip was still attached and did not come off of the catheter. It was reported that the clip did not grasp onto tissue. The procedure was completed with another clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6)2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not come off the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an unknown procedure performed on an unknown date. During the procedure, the handle was closed, and a click was heard; however, the clip was still attached and did not come off of the catheter. It was reported that the clip did not grasp onto tissue. The procedure was completed with another clip. There were no patient complications reported as a result of this event.